Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 512 mg/dl. A correction bolus was delivered to address bg. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event.